Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with the top case was cracked down from handle and tubing guides. Event history log review was performed and found no evidence of reported problem. Visual inspection, flow, and occlusion testing were performed. The customers reported problem was confirmed. Investigators replaced worm coupling and gear and that cleared up the problem for the motor rate error. According to the investigation, impact on case damage and the plunger tube needed grease for the making loud clicking noise during infusion. Investigators replaced worm gear and coupling, also motor mount, stepper motor as a preventative measure for motor rate error and replaced damaged case and added a light coat of grease to the plunger tube. The problem source of the reported problem is normal wear (pump is over 8 years old).

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited motor rate error and had physical damage which led to loud clicking noise during infusion. No patient involvement reported.